Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) implanted on july 1, 2000, displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected.